Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Original equipment manufacturer received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Prior to powering on the iesu, the 4a fuses with 8a fuses were replaced. During initial evaluation, the errors m-b0 was found in the iesu error listing. This error is associated with grounding pads malfunction and/or incorrect settings for the neutral socket. This activity is normally associated with a user induced failure. The iesu is functioning as intended.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu to resolve the reported issue. After replacement, the system was tested and verified as ready for use. Isi has requested the replaced iesu involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 1-8a on the iesu related to the complaint. An event verification confirmed that the procedure was performed on the reported event date (B)(6)2022 on system sk4328. This complaint is considered to be a reportable malfunction event due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue robotically with a third-party generator. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar instrument was not detecting in both ports and the integrated electrosurgical unit (iesu) reported an error 1-8a. The customer tried replacing the instrument, replacing the energy cable, and rebooting the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to remove the energy cable and power cycle the iesu. The customer reported both monopolar and bipolar instruments were not detecting. An isi tse suggested to use an external energy device. The customer continued with an external energy device and the procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on (B)(6)2022: the reported issue occurred during the procedure. Initially the iesu was not detecting any bipolar instrument and was unable to fire the instrument. Monopolar firing worked normally. Later the iesu was not detecting both monopolar and bipolar instruments and was unable to fire. The system functionality was checked upon powering on the system and the iesu initially powered on without errors. The procedure was completed with a third party generator.